Manufacturer narrative:
The pad device was installed on (B)(6) 2009 but the pad-pak was immediately removed after the self test. The pad-pak was inserted again on the (B)(6) 2010 and the device performed as expected until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. Though no fault was found with the pad device or pad-paks the pad paks are both significantly depleted. The problem with the device was attributed to a fault in the membrane. The pad pak which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was emitting a ¿memory full¿ warning message. A device in this fault mode, if left undetected could result in the battery becoming depleted.